Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that when the physician was performing a percutaneous coronary intervention on the 90% stenosed and moderately tortuous proximal left circumflex (lcx), the 3.0x15mm apex monorail balloon became stuck inside of the unspecified guide catheter and was deformed. The procedure was completed with a different device with no patient complications. However, returned product analysis revealed that the apex balloon was torn longitudinally.

Manufacturer narrative:
A visual and microscopic examination found that there was a longitudinal tear on the balloon. The tear stretched from the proximal markerband to the middle section of the balloon measuring a total length of 8mm. There were two tears in the outer lumen at approximately 23cm and 10cm from the tip of the stent delivery system (sds). The second tear measured approximately 20mm in length. There were kinks along the entire length of the hypotube. Attempts to insert the recommended size product mandrel were unsuccessful due to solidified blood present within the lumen. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.